Event description:
Adverse event(s): "unk" (no info). Product problem(s): "damaged" (defective item [iol (intraocular lens) implant]). A user facility reported that an intraocular lens (iol) was damaged. Pt impact remains unk. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/16/2010 and 09/08/2010 by mail. A completed questionnaire has not been received. (B)(4).